Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test but failed rite functional test due to volumetric accuracy was below the limits. The cause of the rite functional test failure was determined to be improper installation of the piston foam. A service history review revealed that there were no previous service issues that may have contributed to the failure. Baxter conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. This event occurred during evaluation with no patient involvement.